Event description:
It was reported that the customer received button error alarms on his insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 270 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump received with minor scratches on lcd window, cracked display window corners and cracked reservoir tube lip.